Manufacturer narrative:
After further review, section d8 (was device serviced by third party) was updated from yes to no. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lots 69212ud01 and 71272ud01. However, review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity regarding commonalities for lot number and issue. Additionally, an increase in complaint activity was not identified for reagent lots 67381ud01, 68457ud01, and 71571ud01. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lots 69212ud01 and 71272ud01, 67381ud01, 68457ud01, and 71571ud01 and complaint issue. Accuracy testing was performed using a retained reagent kit of complaint lot 71571ud01. All specifications were met indicating that the lot is performing acceptably. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I for lots 69212ud01 and 71272ud01, 67381ud01, 68457ud01, and 71571ud01 was identified.

Event description:
The customer reported consistently falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following information was provided: (B)(6) 2025: patient was seen in the fever clinic due to influenza a and had an elevated alinity I stat high sensitive troponin-I result. Other myocardial enzymes were normal. Due to the elevated troponin-I result, the patient was observed in the emergency ward for 24 hours. The patient was then admitted to the infectious disease ward for a few days. The patient was discharged from the hospital and was referred for follow up alinity I stat high sensitive troponin-I testing. The following data was provided (customer¿s reference range: 0 to 0.034 ng/ml): (B)(6) 2025, sid (B)(6): initial result (lot 67381ud01) = 0.112 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 67381ud01) = 0.055 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 67381ud01) = 0.047 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 67381ud01) = 0.051 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 68457ud01) = 0.049 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 69212ud01) = 0.054 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 71272ud01) = 0.051 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 71571ud01) = 0.050 ng/ml. The patient had an ultrasound and MRI completed and no abnormalities were found. The patient reported no cardiac symptoms were present. The (B)(6) 2025 sample was sent to another hospital and generated a negative troponin result of 0.0022 ng/ml with beckman (reference range: 0 to 0.020 ng/ml). There was no patient harm due to the additional non-invasive imaging diagnostic testing that was performed (ultrasound and MRI). No additional impact to patient management was reported.

Event description:
The customer reported consistently falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following information was provided: (B)(6) 2025: patient was seen in the fever clinic due to influenza a and had an elevated alinity I stat high sensitive troponin-I result. Other myocardial enzymes were normal. Due to the elevated troponin-I result, the patient was observed in the emergency ward for 24 hours. The patient was then admitted to the infectious disease ward for a few days. The patient was discharged from the hospital and was referred for follow up alinity I stat high sensitive troponin-I testing. The following data was provided (customer¿s reference range: 0 to 0.034 ng/ml): (B)(6) 2025, sid (B)(6): initial result (lot 67381ud01) = 0.112 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 67381ud01) = 0.055 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 67381ud01) = 0.047 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 67381ud01) = 0.051 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 68457ud01) = 0.049 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 69212ud01) = 0.054 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 71272ud01) = 0.051 ng/ml. (B)(6) 2025, sid (B)(6): initial result (lot 71571ud01) = 0.050 ng/ml. The patient had an ultrasound and MRI completed and no abnormalities were found. The patient reported no cardiac symptoms were present. The (B)(6) 2025 sample was sent to another hospital and generated a negative troponin result of 0.0022 ng/ml with beckman (reference range: 0 to 0.020 ng/ml). There was no patient harm due to the additional non-invasive imaging diagnostic testing that was performed (ultrasound and MRI). No additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.